Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high glucose values of 407 mg/dl. It was stated that the insulin pump alarmed no delivery ten times prior to hospitalization. Troubleshooting was not performed as customer was not able to push insulin through the reservoir and infusion set. No other info was provided.